Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed its three firing strokes sequence, the knife returned to home with the fourth stroke as intended. The knife reverse worked properly during testing. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed, fired and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic pneumonectomy, the jaws could not be opened at the 4th stroke of the 2nd firing. The device was used for the lung in articulated. The cartridge color was gold. Reinforcement material was not used. There were no difficulties in firing the device till the 3rd stroke. The 1st firing was completed as intended before this incident. Another competitive device was fired by the jaws of the patient¿s side and the device was removed from the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there tissue damage? ---no. If yes, how was the tissue repaired?